Manufacturer narrative:
(B)(4). Jammed staples. The analysis results showed that the ems device was returned non-functional. After further analysis two overlapped staples were noted in the cartridge nose due to a misaligned staple stack. No functional test was performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hernia mesh procedure, the staples were dispensed already bent. A new device was used to complete the procedure. There was no patient impact.